Event description:
A customer reported that their AED's asi was flashing red and reporting a service code, and now the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 5/17/25 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 6/02/25 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 7/22/25 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.